Event description:
Caller alleged discrepant results compared with the lab. Pt's target range: 2-2.5.

Manufacturer narrative:
Data analysis performed on inr results provided by customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.6 inr, reference: 3.6 inr, mean: 2.60, confidence limits: (1.6-3.4). The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Recent test on lot #233708 from a previous case met accuracy criteria as indicated in the investigation report. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No product was expected to be returned. Retain strip test result comparison met accuracy criteria. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(6) 2011, (B)(4). Action threshold has reached. Since strip lot release, in-house therapeutic sample tests were performed for retain and returned strips. Customer's observation has not been reproduced in test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Sysmex result for both donors is above 2.0. The minimum of 2 out 3 replicates for each donor are within the acceptable bias variance of +/-1.0. No further action is required.